Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the power plug area was damaged. The customer unplugged device for splash guard remediation and failed to plug back in. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power module plug was pushed fully into the module, and the black plastic retaining piece holding it was shattered. The field service engineer (fse) replaced faulty power module with a working unit from another station, restoring safe power and normal operation. The system functioned as intended after the field service engineer (fse) resolved the issue.